Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration'), pelvic infection ('pelvic infection') and device expulsion ('migration of essure device :device protruding into superior endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included asthma, rash and pelvic abscess. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: chronic, pelvic"), abdominal pain ("pain: abdominal"), back pain ("pain: back"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (full) and hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the fallopian tube perforation, pelvic infection, device expulsion and abdominal pain lower outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, pelvic infection, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient had received treatment for pain: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, migration, perforation: fallopian tubes and bladder/urinary problems: vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2013: the myometrium measures 1.5 cm in thickness and contains no gross lesions. There is a coiled wire coming out of the right fallopian tube and into the superior endometrial cavity. The right fallopian tube measures 5 x 1 cm, is non-dilated, fimbriated and has smooth serosal surface. Representative sections are submitted in cassettes. Ultrasound pelvis - on (B)(6)2013: placement of left fallopian tube catheter within the area of the fundus of the uterus. 2. Apparent appropriate position of the right fallopian tube catheter. Three. The abnormal thickening with increased vascular flow in the area of the right fallopian tube. Rule out inflammatory changes. Three. Rule out pelvic congestion syndrome. Ultrasound scan vagina - on (B)(6)2013: right essure device in fallopian tube. B. Left essure at the fundus of the uterus, not in the fallopian tube. C. Right 5 cm tube with increased vascular flow, questionable for inflammation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,lower abdominal pain ,misplaced left essure device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs and mr received. Event: migration of essure device :device protruding into superior endometrial cavity, pelvic infection , lower abdominal pain were added. Medical history , lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration'), pelvic infection ('pelvic infection') and device expulsion ('migration of essure device: device protruding into superior endometrial cavity'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test(s) not conducted". The patient's concurrent conditions included: asthma, rash and pelvic abscess. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: chronic, pelvic"), abdominal pain ("pain: abdominal"), back pain ("pain: back"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (full) and hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic infection, device expulsion and abdominal pain lower outcome was unknown. And the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, pelvic infection, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient had received treatment for pain: chronic, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back, migration. Perforation: fallopian tubes and bladder/urinary, problems: vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2013, the myometrium measures 1.5 cm in thickness and contains no gross lesions. There is a coiled wire coming out of the right fallopian tube and into the superior endometrial cavity. The right fallopian tube measures 5 x 1 cm, is non-dilated, fimbriated and has smooth serosal surface. Representative sections are submitted in cassettes. Ultrasound pelvis: on (B)(6) 2013, placement of left fallopian tube catheter within the area of the fundus of the uterus. 2. Apparent appropriate position of the right fallopian tube catheter. Three. The abnormal thickening with increased vascular flow in the area of the right fallopian tube. Rule out inflammatory changes. Three. Rule out pelvic congestion syndrome. Ultrasound scan vagina: on (B)(6) 2013, right essure device in fallopian tube. B. Left essure at the fundus of the uterus, not in the fallopian tube. C. Right 5 cm tube with increased vascular flow, questionable for inflammation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, lower abdominal pain, misplaced left essure device. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020, quality-safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: chronic, pelvic"), abdominal pain ("pain: abdominal"), back pain ("pain: back"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, vaginal discharge and fatigue had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient had received treatment for pain: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, migration, perforation: fallopian tubes and bladder/urinary problems: vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new events perforation: fallopian tubes/migration, pain: chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, bladder/urinary problems: vaginal discharge, fatigue and essure confirmation test(s) not conducted. Outcome for the events pain: chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/ abdominal, back bladder/urinary problems: vaginal discharge and fatigue updated to recovered / resolved. Patient dob added. Reporter information, product indication and insertion date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.